Event description:
The reporter stated that the device was used to access an indwelling portal system. During an infusion of chemotherapy, a leak was noted from the portal. It is alleged that due to the leak the portal system was removed.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.